Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted the pt had a refractive surprise. In a follow up, the surgeon reported that a limbal relaxing incision had been performed during the initial iol implantation. The surgeon indicated that it was unk as to what had caused the unexpected outcome and a plan for further intervention had not been decided.